Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had fibrin clots after centrifuge.

Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The customer samples were evaluated and the indicated failure mode for fibrin and red cell hangup (rch) was not observed. The retention samples were tested and only the red cell hangup (rch) was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for fibrin and red cell hangup (rch) was not observed. Testing of the retain samples was also conducted and only the red cell hangup (rch) was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had fibrin clots after centrifuge.